Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that "needle puncturing through and poking staff" . Needle puncturing through and poking staff. What was the needle puncturing through? Needle punctured through the surgical kits outer layers ¿ i.e., back table cover. Did the staff have any medical intervention? No.

Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: one unused sample inside a sealed pouch was provided to our quality team for investigation. Through visual inspection, it is observed that the product inside the sealed pouch has the needle protector intact; therefore, the reported failure could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001404960 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that "needle puncturing through and poking staff" needle puncturing through and poking staff ¿ what was the needle puncturing through? Needle punctured through the surgical kits outer layers ¿ i.e., back table cover. ¿ did the staff have any medical intervention? No.

Manufacturer narrative:
Pr 4136943 follow-up emdr for device evaluation: one unused sample inside a sealed pouch was provided to our quality team for investigation. Through visual inspection, it is observed that the product inside the sealed pouch has the needle protector intact; therefore, the reported failure could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001404960 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. A corrective action project was opened to further investigate and address this issue. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that "needle puncturing through and poking staff." Needle puncturing through and poking staff. What was the needle puncturing through? Needle punctured through the surgical kits outer layers ¿ i.e., back table cover. Did the staff have any medical intervention? No.